Event description:
It was reported that the patient experienced right upper extremity weakness and right hand difficulty with fine motor movement. The patient was hospitalized for litt on (B)(6) 2022 and was discharged from the hospital on (B)(6) 2022. Weakness and motor movement were ongoing as of (B)(6) 2022.

Manufacturer narrative:
Motor deficits are a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.